Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The biomed engineer stated that the touchscreen would not calibrate. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 10aug2019, date of report : 12aug2019. The manufacturer's field service engineer (fse) confirmed and duplicated the reported touchscreen issue. The fse replaced the touch glass to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.